Event description:
On (B)(6) 2020, I had a spinal cord stimulator implanted. On (B)(6) 2021, I went to (B)(6) for an MRI (a gi issue). The medical staff could not turn off the spinal cord stimulator, so an abbott representative came from (B)(4) to turn it off. Five hours later it was determined that there was a problem with the spinal cord stimulator. On (B)(6) 2021, the spinal cord stimulator was removed. At my post op appointment the surgeon's p.a. Stated, 7 of the 13 paddles leading to the generator were twisted and would not work correctly; and that I was the second patient that week with this defect. Abbott industries. Model, catalog, lot, serial, and unique identifier numbers: unknown.